Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.(additional): (B)(6). H4: device manufacture date ¿ the lot was manufactured between january 10-12, 2024. H11: the actual device was received for evaluation containing 128ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. Upon arrival to disconnect the patient, it was observed that the pump had hardly delivered any of the medication dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.